Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient on 2017-oct-30 went to clinic and was admitted with gastrointestinal bleed and acute renal dysfunction. The patient has been too sick to undergo any gastrointestinal (gi) interventions during the hospitalization so far due to the waxing and waning of hemoglobin (hgb). It was stated that the only intervention has been transfusions of packed red blood cells (prbc). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted from home on (B)(6) 2017 following a lab draw by home health that showed a hemoglobin (hgb) of 6.6, down from 11.0 on (B)(6) 2017. It was stated that the patient has no significant patient medical history regarding bleeding. The patient received a total of 2 units of packed red blood cells (prbcs) during this hospitalization with appropriate response. On (B)(6) , the patient was taken for an esophagogastroduodenoscopy (egd) which showed multiple non-bleeding arteriovenous malformation (avms) that were treated with argon plasma coagulation (apc). The patient was then re-challenged with anticoagulation successfully as his hgb remained stable. The patient was supposed to be discharged (d/c) home on (B)(6), but fell trying to ambulate without his walker and now has a couple of lacerations to his face. The team is hoping to d/c the patient home on (B)(6). He remains admitted to the stepdown unit now. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.